Event description:
Related manufacturer report number: 2017865-2017-05104. During follow-up, out of range impedance measurements were noted on both the right atrial and right ventricular lead. Loss of capture and sensing was also noted on the atrial lead. Both leads were explanted and replaced with good electrical measurements. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces for analysis. Electrical testing that was able to be performed did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages consistent with that occurring at time of explant.